Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there was an out of box failure. The bottom half of the lead showed high impedance and the patient felt no stimulation when it was turned up. They re-seated the lead in the ens, but it still showed high impedance and the patient could not feel stimulation as high as 40 milliamperes. The lead was replaced with a new one, and the issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during the procedure.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6). Product type: screening device. H3. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found that the returned lead passed all testing in the laboratory and no anomalies were identified. A cosmetic depression was found on the outer insulation. No shorts were found been circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.